Event description:
It was reported that the patient had their vns removed about 2 years ago as it didn't help him and caused the patient problems. The patient couldn't sleep at night and would be out of breath when walking uphill. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.